Manufacturer narrative:
The attempted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, when this device was connected to the leads, no pacing was observed. Also, no lead measurements could be taken. A magnet was applied to the device and there was no response. The device was removed and another pacemaker of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory confirmed the device had not been programmed out of storage mode. A test lead with a 500 ohms load was attached to the device and the device properly exited storage mode, confirming normal operation of the auto-lead detect feature. Detailed analysis could not reproduce the reported clinical observations. The device operated as expected in the laboratory.